Event description:
It was reported that during a robotic lap hysterectomy, "patient vag cuff was closed in a two layer technique. It is unclear if the surgeon used 0 stratafix only or including a vloc suture. The patient presented in early feb with a fever and hematoma on cuff. The surgeon reoperated on her (B)(6) for abcess and vaginal drainage.". The patient consequences included fever, hematoma, abscess and a second procedure. (B)(4).

Manufacturer narrative:
The actual product involved with the incident reported will not be returned. No product evaluation can be performed. Without the finished good lot number it is not certain if there were any quality issues against the raw material suture or the lot. However, a record review of item sxpd2b404 was performed. A total of (B)(4) device history records from year 2013 were reviewed, there were no non conformances issued for these lots nor suture component lots. The product from these finished good lots and all of the components met surgical specialties requirements throughout the incoming, manufacturing and the final inspection processes. The most probable root cause for post operative fever, hematoma, abscess can not be determined with certainty based on the information provided. (B)(4). Item #sxpd2b404 stratafix spiral pdo knotless tissue control device, 2ct-3-1-pdo 14 x 14 13mm ldr, lot unk.